Event description:
Alleged the reverse trendelenburg function is not working and when he presses the hi/low down function the foot end of the bed will not lower.

Manufacturer narrative:
The facility replaced the foot hi/low drive to repair the bed.